Manufacturer narrative:
(B)(4). Approximate age of device- 6 months.the patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for altered mental status (ams) and dizziness. A routine CT head without contrast was performed. Bilateral lacunar infarcts in the thalamus were slightly more conspicuous compared to prior CT of (B)(6) 2018. Density of the cerebral white matter was decreased compatible with mild microvascular ischemic change. There were lacunar infarcts involving bilateral thalamus, progressed from prior. There was a chronic left thalamic infarct as well. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be determined through this evaluation. Stroke and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.